Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by an elevated wbc (cell count), abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1727 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (durations, frequencies, dosages not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and is recovering from the serious adverse events. The patient was discharged home on (B)(6) 2025 and resumed utilizing the same liberty select cycler without any reported issues. The pdrn stated the cause of the peritonitis is unknown; however, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count revealed the patient¿s wbc count had decreased to 76 /mm3.